Manufacturer narrative:
The explanted products were not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a ventricular fibrillation (vf) episode. The device delivered five shocks but the vf was not converted. The patient passed out from the arrhythmia, but experienced no lasting adverse effects. In the hospital, the physician acknowledged the device was not well positioned, but elected to explant the s-ICD system and implant a transvenous ICD rather than reposition the device. X-rays from implant and available device data were submitted to technical services for review. X-rays showed that the can was quite far away from the ribs and the electrode was not close to the sternum nor deep in the fascia, and was a little bit bent toward the left. The shock impedance measurements for the vf episode had been around 135 ohms, which is higher than expected but still within range. The physician had also reported to the field representative that the s-ICD programmer and the remote monitoring system should have more abilities to store impedance values, as the impedance trends would be useful data. A request was made for x-rays taken after the vf episode, to see if the system had migrated since implant such that shock effectiveness was compromised. No further x-rays were provided, but the physician noted that the device can was not sutured into place when the pocket was opened for the explant. It was reported that defibrillation threshold (dft) testing with the transvenous system showed successful conversion of the induced vf with a 26 joule shock. No additional adverse patient effects were reported.